Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's ear seems to have improved. The recipient will be reimplanted at a later date. This is the final report.

Event description:
The recipient reportedly experienced mastoiditis. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array, and cut silicone overmold was observed on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.